Event description:
It was reported that a patient had both of their systems removed because the stimulation therapy never worked for the patient. During explant the surgeon left a piece of wire in the patient which was "roughly an inch long" located near the s3 nerve connection to the spinal cord. No further information about the event was reported. Refer to manufacturer report # 3004209178-2013-03606. The patient had two systems and both were removed and it was unknown which one had the associated complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v172549, implanted: (B)(6) 2008. Product type: lead: product ID 3093-33, lot# v172549, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).